Event description:
In 2008, the sales representative reported that the speedlink broke during surgery. Additional information received on ten days later, the sales representative reported that the surgeon was implanting a speedlink when the surgeon was trying to screw the cam and it would not turn all the way in. The surgeon then explanted the speedlink and implanted another one to finish the case as intended. There was no report of patient injury and only a 5 minute extension of surgical time.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.